Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. There was no impact to the customer¿s blood glucose. To resolve the issue, the customer cleared the alarm, loaded a new cartridge onto the pump, and resumed insulin. No additional information regarding the alarm was provided by the customer.